Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 148mg/dl, 94mg/dl, 118mg/dl. Tests were done <10 minutes apart with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.